Event description:
A cartridge change error was reported for the pump. There was no reported adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean certain parts of the pump, including removing the cartridge and checking the o-ring and pneumatic tap area. After cleaning, the customer successfully completed the load process and resumed insulin delivery. Technical support advised the customer to monitor the system's performance, and it was noted that no cartridge replacements were needed.